Event description:
Complainant alleged that while monitoring a pt with electrodes, the device did not advise shock for what medics believed was ventricullar fibrillation rhythm. The local ambulance then arrived and attached their second mseries to the electrodes that were attached to the pt and delivered a shock. Complainant indicated that the clinician obtained another devive to continue treating the pt. Complainant indiated that the pt subsequently expired.